Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. On the same day as the onset, the patient was hospitalized for the event and started treatment with unspecified antibiotics (further details not provided). The cause of the peritonitis was not reported. Six days after being hospitalized, the patient was discharged. At the time of this report, antibiotic treatment was ongoing, the patient was recovering and pd therapy was ongoing. No additional information is available.